Event description:
A peritoneal dialysis (pd) patient experienced loose bowels, low blood pressure, increased weight, "felt very unwell", dark and cloudy fluid in the drain bag. The cause of the events, hospitalization, treatment, patient outcomes were not reported. Action taken with pd therapy was unknown. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.